Manufacturer narrative:
On 12-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. After the vizigo short was placed in the patient¿s body, when a qdot micro catheter was inserted into the sheath, the hemostatic valve got sunk inside so that the catheter was difficult to be inserted into the sheath. The hemostatic valve was partially dislodged inside the hub. When the issue occurred, rf (radiofrequency) needle was not used and was not inserted into the vizigo short. The brim cap and hub were not detached from the sheath. Blood return was not observed. No air entered the patient's body. The physician commented that the catheter was inserted slowly into the center of the hemostatic valve. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. In addition, the brim cap was found detached from the hub, however, adhesive residues were found which can be determined that it was properly manufactured. Afterward, a dilator was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. Device history record review was performed for the finished device number lot 60000435 and no internal action related to the complaint was found during the review. The hemostatic valve separation issue could be related to the missing hemostatic valve at the moment of dislodgement of the valve; therefore, the customer complaint was confirmed. The brim cap failure was not related to the event since according to the event the brim cap and hub were not detached from the sheath. The potential cause of the hemostatic and brim cap failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. 0. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. After the vizigo short was placed in the patient¿s body, when a qdot micro catheter was inserted into the sheath, the hemostatic valve got sunk inside so that the catheter was difficult to be inserted into the sheath. The hemostatic valve was partially dislodged inside the hub. When the issue occurred, rf (radiofrequency) needle was not used and was not inserted into the vizigo short. The brim cap and hub were not detached from the sheath. Blood return was not observed. No air entered the patient's body. The physician commented that the catheter was inserted slowly into the center of the hemostatic valve. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence.